Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unit had experienced slow operational when user tried to login. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unit had experienced slow operational when user tried to login. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was becoming very slow for user logins. The technical support specialist (tss) checked authentication logs using the sample user ID provided. It was found that the ad server was taking longer than usual to authenticate users, averaging 15,000 milliseconds. Hospital information technology team (hit) was advised to check the ad server. No changes were made within the pyxis segment. Confirmation was received that the issue had been fixed, and the case was marked as closed. The system functioned as intended after the technical support specialist investigated the issue.